Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that about six months to a year ago, before the pump was implanted, the patient had a mild seizure and was taken to the emergency room (ER), but they "didn't do anything about it". Then, in (B)(6) 2016, since the pump was turned "way up high", which it was noted "might have been too much", the patient was experiencing side effects. "This week" [(B)(6) 2016], the patient had a violent convulsing seizure. It was noted the patient was also on psychiatric medications and took "valko", but the patient had been on that psychiatric medication for a while and was not a new medication. It was further noted that they had been reading that some pain medications were contraindicated with psychiatric medications and they wondered about that. It was further reported that the patient was confused and had another violent convulsing seizure on (B)(6) 2016, noting it was the second seizure that week. The hcp was booked and could not see the patient until (B)(6) 2016. The patient had vomited and felt a little better, but they decided not to take the patient to the emergency room based on their last experience. A device manufacturer representative (rep) was called, however their voicemail was encountered, so they called the manufacturer. It was noted they wanted to turn the pump down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.